Event description:
It was reported the pt's system was removed due to pt death. No cause of death or relationship of the pt's death to the stimulator therapy was provided. Add'l info has been requested, a f/u report will be submitted if add'l info becomes available.

Manufacturer narrative:
Results: extension and ipg plug final device analysis revealed no anomaly found - normal device, extension, and ipg plug function.